Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed on site unit was alerting for error code 3. Upon inspection no signs of saline contamination. Replaced executive processor board and reinstalled sw b.17. Recalibrated helium transducers. Unit stop alerting but was still unable to complete autofill. Unit was unable to produce adequate pressure and vacuum during calibration. Replaced compressor and filters due to questionable performance. Unit was able to make pressure and vacuum. Unit was then able to perform autofill and set to run for 1 hour. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing department received part number: 0670-00-0770_t executive processor board serial number: (B)(6) with a reported failure of alarming with error code # 3. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed part number: 0160-00-0770_t executive processor board serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev. F and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the reported failure of alarming with error code # 3. Retaining the executive board in the fat dept. Per procedure number 0002-07-d008 rev. As.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) unit started alarming with error code #3. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1: full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.